Event description:
Patient was having an MRI scan when a "sand bag", that had been placed on his groin after a heart cath, was pulled into the magnet of the scanner sliding up his right side. No injuries noted. It was identified that the "sand" bag had metal in it.